Manufacturer narrative:
Other contact number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) noise appears on the ECG but the ECG input was switched from external to direct use and continued to be used. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to confirm the failure. The unit was returned to the hospital.